Event description:
It was reported that a patient was not able to prime the homechoice device during priming of peritoneal dialysis therapy. The technical service representative (tsr) reminded the registered nurse (rn) that the hp could not be connected during set up and explained that once the hc reads check patient/connect yourself and the patient line has been checked, the hp could be connected. The tsr advised the rn to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.